Event description:
It was reported to philips that the footswitch cable was pulled out of the table, causing loss of imaging on an azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service re-plugged the cable and recommended d-sub connector replacement using d-sub pin sets unc replacement (B)(4). This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).